Event description:
It was reported that during PICC insertion the pt experienced facial flushing and became very hot and anxious. It solved quickly.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of reul0819 showed no other similar product complaint(s) from this lot number.